Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer previously received additional information alleging difficulty breathing but, now manufacturer received relevant information patient alleged headache from the machine. The medical intervention was not specified. Section b,g and h are updated in this report.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging difficulty breathing, shortness of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture potential cut/slice mark that goes through the sd card and filter access flip door and the top enclosure. Manufacture observed an unknown dust like contamination on the top enclosure, front panel, air inlet of the blower box, inside of the iso (international organization for standardization) port, bottom enclosure, blower motor and the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.